Event description:
The pt had been hearing an intermittent alarm from the pump and was experiencing a loss of efficacy, increased pain, and a heaviness in the legs. The pt reported she had been unable to give herself a bolus. The pump had recently been refilled with the same fentanyl and bupivicaine drug concentration and a slight increase to the daily dose. No alarms or volume discrepancy were noted and there had been no exposure to MRI or other magnetic sources. The pump was interrogated. Intermittent motor stalls with recoveries were noted. The pump was explanted after an implant duration of 12 months. It was replaced and returned to the MFR for analysis.

Manufacturer narrative:
Device analysis results not available at the time of this report.